Manufacturer narrative:
The investigation into the reported leaking on the yellow luer valve has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. Sodium bicarbonate was used as a purge solution. The root cause of the yellow luer leak was due to damage as a result of use of bicarbonate. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 53 year-old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was leaking at the clear yellow valve. The purge flow and purge pressure were in normal range while on bicarbonate. Purge pressure alarms occurred and were due to a kinked and leaking sidearm. No other impella related issues. There was no patient harm reported.